Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a burned distal end c-cover. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: b5, h4, h6, and h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: nozzle corrosion cause not established. C-cover burn likely caused by the use of a high-frequency instrument without sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was additionally observed that during the device evaluation, the colonovideoscope had corrosion found on the nozzle. There was no patient involvement.